Manufacturer narrative:
Entire form filled out by manufacturer.

Event description:
On (B)(6) 2017 received explanted lead from st. Jude medical. No explant information provided. Investigational letters sent to implanting physician and implant center.